Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter was found leaking. The PICC was removed, and a new one was reinserted.

Event description:
Catheter was found leaking. The PICC was removed, and a new one was reinserted.

Manufacturer narrative:
We received a used catheter component code 4g07125232 as a sample, which is not associated with the product code listed on this complaint. It was shortened to 12 cm by the user. A bd 10ml prefilled saline syringe and a microclave needle-free device were connected. The catheter leaked 15 mm distal to the fixation wing. Upon microscopic examination, we observed typical signs of a radial cut, likely caused by the use of sharp objects, such as scissors or a scalpel, during activities like dressing changes. Since no batch number was provided, it was not possible to review the batch history records to determine if any deviations occurred. Corrective action: as the catheter worked well 34 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time. The product's IFU states that the catheter is only indicated for use up to 29 days. Vygon recommends not to use the catheter for more than 29 days.

Manufacturer narrative:
This complaint was reported to FDA via medwatch 2245270-2024-00104 and its subsequent follow-up. These reports require a correction. Correction: the product code associated with the customer complaint is 1252.230g. The previous two reports incorrectly listed it as 1252.030g.

Event description:
Catheter was found leaking. The PICC was removed, and a new one was reinserted.